Event description:
Warming device-2. Pt admitted with traumatic shock, critically ill. Pt became hypothermic, bair hugger warming device used. Reportedly no warming blanket was available. Unit's hose was placed between pt's legs under cloth blankets. Unit initiated. Pt sustained second and third degree burns on inner thighs. Treatment required: drsgs, medication. Factors that might prevent future occurrences: appropriate training.